Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. Describe event or problem: as reported, the patient had placement of a optease vena cava filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the inferior vena cava (ivc) filter is tilted laterally at the superior end and is embedded within the ivc wall. The ivc filter is tilted medially at the inferior end and is embedded within the ivc wall. All the filter struts perforate the ivc up to 10mm. One (1) medial strut perforated the ivc wall and contacts the aorta. One (1) posterior struts perforated the ivc wall and contacts the l3 vertebral body. Two (2) anterior struts perforate the ivc wall and contact the small bowel. There is a fractured strut posteriorly causing partial collapse of the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the inferior vena cava (ivc) filter is tilted laterally at the superior end and is embedded within the ivc wall. The ivc filter is tilted medially at the inferior end and is embedded within the ivc wall. All the filter struts perforate the ivc up to 10mm. One (1) medial strut perforated the ivc wall and contacts the aorta. One (1) posterior struts perforated the ivc wall and contacts the l3 vertebral body. Two (2) anterior struts perforate the ivc wall and contact the small bowel. There is a fractured strut posteriorly causing partial collapse of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d11, g3, g4, g7, h1, h2 and h6. Section b5: additional information received per the medical records indicate that the patient has a history of asthma, breast cancer, human immunodeficiency virus (hiv), gastro-esophageal reflux disease and hypothyroidism. The indication for the filter implant was deep vein thrombosis (dvt) and the interruption of therapeutic anticoagulation to perform a mastectomy. Two days before the index procedure the patient had complained of right thigh pain and swelling. The patient was diagnosed, via ultrasound, with deep vein thrombosis of the right femoral and popliteal veins.   The filter was deployed via the left common femoral vein. It was placed in routine fashion in the inferior vena cava (ivc) with the apex of the filter overlying the superior aspect of the l3 vertebral body. Imaging performed during the procedure noted a clot occluding the central aspect of the right common iliac vein, no caval anomalies and a duplication of the left renal vein. The patient tolerated the index procedure well without immediate complication. Twenty days after the index procedure, the patient was admitted to the hospital for neutropenic fever following the last round of chemotherapy for breast cancer. The fever was determined to be the result of otitis media. Twenty-four days after the index procedure, the patient underwent a computed tomography (CT) scan for complaints of a severe and persistent headache. The scan found no acute intracranial abnormality. Two months and ten days after the index procedure, the patient underwent a right axillary lymph node biopsy and right needle guided lumpectomy, the ivc filter was noted. Three months and two weeks after the index procedure, the patient underwent a CT scan of the abdomen and chest to assess for metastasis, no metastatic disease was found within the chest or abdomen. Approximately five months after the index procedure, the patient underwent a right lymph node dissection as part of further treatment of the breast cancer. Approximately eight months after the index procedure, the patient was admitted to the hospital through the emergency department for exacerbation of asthma.   Approximately five years and two months after the index procedure, a CT scan of the abdomen was performed. Approximately twelve years and one month after the index procedure, the images were submitted to an outside source for review. According to the reviewer, the filter is tilted laterally and is embedded in the wall of the ivc. All struts perforate the ivc up to 10 mm. One medial strut perforates and contacts the aorta; one posterior strut perforates the ivc wall and contacts the l3 vertebral body; two anterior struts perforate and contact the small bowel and there is a fractured strut posteriorly, causing partial collapse of the ivc filter.     Additional information received per the patient profile form (ppf) states that the patient experienced fracture, posterior fractured strut causing partial collapse of filter, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt and filter embedded in wall of the ivc. The patient became aware of the reported events approximately twelve years after the index procedure. There has been no documented attempt to retrieve the filter. The patient has also experienced anxiety. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes asthma, breast cancer, human immunodeficiency virus (hiv), gastro-esophageal reflux disease and hypothyroidism. The indication for the filter implant was deep vein thrombosis (dvt) and the interruption of therapeutic anticoagulation to perform a mastectomy. Two days before the index procedure the patient had complained of right thigh pain and swelling. The patient was diagnosed, via ultrasound, with deep vein thrombosis of the right femoral and popliteal veins. The filter was placed in routine fashion in the inferior vena cava (ivc) with the apex of the filter overlying the superior aspect of the l3 vertebral body. Imaging performed during the procedure noted a clot occluding the central aspect of the right common iliac vein, no caval anomalies and a duplication of the left renal vein. The patient tolerated the index procedure well without immediate complication. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter is tilted and is embedded within the ivc wall. All the filter struts perforate the ivc up to 10mm, perforating the ivc and in contact with the vertebral bodies, small bowel and aorta. There is a fractured strut posteriorly causing partial collapse of the ivc filter. Twenty days post implant, the patient was admitted for neutropenic fever following chemotherapy for breast cancer. The fever was determined to be the result of otitis media. Twenty-four days after the index procedure, the patient underwent a CT scan for complaints of a severe and persistent headache. The scan found no acute intracranial abnormality. Approximately eight months after the index procedure, the patient was admitted to the hospital through the emergency department for exacerbation of asthma. Approximately twelve years post implant, CT images were reviewed revealing the filter is tilted laterally and is embedded in the wall of the ivc. All struts perforate the ivc up to 10mm. One medial strut perforates and contacts the aorta; one posterior strut perforates the ivc wall and contacts the l3 vertebral body; two anterior struts perforate and contact the small bowel and there is a fractured strut posteriorly, causing partial collapse of the ivc filter. Per the patient profile form (ppf), the patient reports fracture, posterior fractured strut causing partial collapse of filter, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt and filter embedded in wall of the ivc. There has been no documented attempt to retrieve the filter. The patient has also reported anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and headache do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.